Manufacturer narrative:
G4:01feb2021; b4:02feb2021. The field service engineer (fse) confirmed the issue and replaced the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. All checks were carried out according to the manufacture's recommendations. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22oct2020.

Event description:
It was reported to philips the unit does not seem to turn on even though the orange logo flashes with a black screen and the fan still runs. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.